Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Method: actual device evaluated. Result: wear problem. (Exemption number e2015036).

Event description:
A customer device was returned to pentax medical on (B)(6) 2018 for routine service due to 522 pms study. Inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: insertion tube mild crush at stage 3 distal cap - fixed type j0 - zone j - condition like new; distal cap - fixed type k1 - zone k - seal integrity intact; distal cap - fixed type l1 - zone l - seal integrity intact; distal cap - fixed type m1 - zone m - seal integrity intact; passed dry leak test; distal cap - fixed type failed epoxy seal integrity inspect; passed wet leak test; distal cap - fixed type i0 - zone I - condition like new; customer complaint confirmed; fluid invasion not observed in pve connector; fluid invasion not observed in control body; operation channel- primary mild resistance; distal cap - fixed type f1 - zone f - seal integrity intact; distal cap - fixed type g1 - zone g - seal integrity intact; distal cap - fixed type h2 - zone h - discontinuities, gaps. The unit is in the process of being repaired where the following will be replaced: bending rubber, angle wire, adjusting collar, operation channel, air/water tube, ud pulley assy, rl pulley assy, segment assy attaching screw, insertion flexible tube, distal case attaching screw, distal case/cap, segment attaching screw, o-ring(0.5x1.3).